Event description:
It was reported that the downstream occlusion seal required preventative maintenance. Evaluation of the returned device found the downstream occlusion (dso) seal was delaminated and the upstream occlusion (uso) seal was buckling. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found the downstream occlusion (dso) seal was delaminated and the upstream occlusion (uso) seal was buckling. No relevant event history was found. No relevant service history was found within review period. The dso and uso seals were both replaced.